Manufacturer narrative:
Device investigation summary: upon receipt by mentor, the device was received without fluid. Brown material was observed within the device. During evaluation some creases were observed on the anterior and posterior aspect, in addition, a rent was observed within a crease on the posterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. At this time is not possible to determine the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Concomitant medical products: 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 6417007 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 300cc mentor smooth round moderate plus profile saline breast prostheses, experienced left side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on (B)(6) 2019.